Manufacturer narrative:
(B)(4). The sample was not available and therefore an evaluation was not performed. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
The paper overpouch was damaged when receiving the goods. No patient injury or medical intervention was reported along with this complaint.